Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker went from ten years longevity to 6.5 years longevity remaining is a span on six days. In addition, a pocket revision was performed, and incision site was rechecked. The patient is only pacing 21%-31% and no changes on the device output. Boston scientific technical services (ts) suspected that there may have been a long telemetry session that brought the average power up acutely and advised to send in the device data for analysis. The device remains in service. No adverse patient effects were reported.